Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient went from an inpatient care unit to the surgery area and was transferred in the ehr to the new area. This created a message that caused an auto-discharge of the patient. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient showed an auto discharge when transferred to a new area in the hospital. A technical support specialist (tss) dial to the app server from the database (db) server due to a remote smart service (rss) agent issue on the app server. A patient query was run and showed a discharge status. The unit settings were reviewed and found to be configured for only one day. The tss requested samples from the customer, but after several follow ups, the customer confirmed no samples were available, and the case was closed. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient went from an inpatient care unit to the surgery area and was transferred in the ehr to the new area. This created a message that caused an auto-discharge of the patient. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.